Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 66 mg/dl, 356 mg/dl and 330 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's returned meter ((B) (4)) has been tested with approved test strips (lot 43990) with low level reference control solution (lot 64676q101). The complaint was not confirmed and no new issues were observed, all results were within range specification. Additionally, the reported readings of 66 mg/dl, 356 mg/dl and 380 mg/dl were found in the device's internal memory log all within 10 minutes.